Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 8 boxes of the bd insyte¿ autoguard¿ shielded IV catheter would not retract. The following was received from the initial reporter: reported issue: not retracting.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 14-aug-2023. H6: investigation summary: bd received three hundred fifty sealed 24 gauge insyte-n autoguard units from lot 2355401 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer randomly selected twenty units for testing. First, the units were visually inspected and no damage or defects were found. Next, the engineer activated the safety feature of each unit and each unit retracted successfully and without delay. Therefore, based off the visual inspection and testing the engineer was unable to verify the reported issue. Since no defects were found during inspection a definitive root cause could not be determined. H3 other text : see h10.

Event description:
It was reported that 8 boxes of the bd insyte¿ autoguard¿ shielded IV catheter would not retract. The following was received from the initial reporter: reported issue: not retracting.